Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the severely tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm balloon. The 2.75x16mm taxus express2 drug eluting stent would not cross the lesion. Upon examination of the stent, the stent struts were flared. The attempted to cross with a bare metal stent, but were unsuccessful. The procedure was completed by ballooning the lesion. No patient complications were reported. Patient status reported as "fine".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.